Event description:
It was reported that during left ventricular lead placement, contrast was noted in the pericardium. A coronary sinus dissection was noted. The patient remained stable and would be monitored. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.